Event description:
It was reported by the customer that during the case, the rear rotation knob would spin freely. The front thumb wheel was used to finish the case with no pt consequence. The holster is to be sent in for repair.